Event description:
Both endo catch bags that we used busted. It caused bile to shoot across the room and into the patient. Gallbladder removed with a sponge stick after 2nd bag broke. Patient codes: 1745 device: 1546, 1506,1354. Reference report: mw5189789. This report captures endo catch bag #2.